Event description:
A dialysis home patient's wife reported a system error 2240 alarm in dwell 2/4 during treatment using homechoice device. The patient's wife noted the patient line of the homechoice set became disconnected from the patient's transfer set while he was asleep. The patient resides in a nursing home and the wife was not present when the alarm occurred so she was unsure if the connection was secure at setup the night of this incident. The patient's wife will follow up with the nurse at the nursing home to make sure she is following proper procedure. The patient received prophylactic antibiotics the following day. There was no patient injury associated with this incident per the patient's wife.